Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, service history review, and device history review could not be completed. As a result, the direct cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The patient died in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of this patient¿s death is unknown. It was not reported if an autopsy was performed. Therapies were ongoing until the time of death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.